Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass distal tip exhibits devitrification, and is fractured; signs of detritus adhesion between the distal tip and stripping location; the outer cladding exhibits signs of slight melting at stripping location; the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears unacceptable per IFU requirements. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that while using the surgical fiber during a ktp procedure for a tongue lesion (laser console settings at 244 jules, 2 watts), the surgeon declared that the fiber was burning red hot and too hot to hold; a flame was observed at the fibers distal tip. The physician physically blew out the flame and replaced the fiber. No burns or serious injury were sustained by the surgeon, patient or staff. The procedure was completed using the second surgical fiber without further complications. Patient outcome: ¿no further complications¿ reported. There was no injury to the patient and/or the user reported.